Manufacturer narrative:
Reporter's email:(B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feed was set up and run for the pediatric patient. The feed used is provotar and forteini mixed with water. It is set at a feed rate of 45 ml/hr. There were no alarms. The father was woken at 4am, the child was vomiting and he noticed air in the line. There were large air bubbles in the line. The child was unwell with air in their tummy and vomiting through the night but here was no medical intervention needed.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two physical samples and photos were received at the manufacturing site for investigation. One sample was used and contaminated with food and the other sample was unopened and unused. The unopened and unused sample was visually and functionally tested, and the sample passed testing with no air in line noticed. Because the used sample was contaminated no functional testing could be completed on that sample, but a visual inspection was completed on the used sample and photos and the reported condition was confirmed. A corrective and preventative action has been opened to further investigate and address the reported condition. This complaint will be used for tracking and trending purposes.